Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during preparation of the device for the procedure, the hemostatic valve was noted to be leaking saline solution. Another device was used to complete the procedure. This event occurred prior to patient contact.